Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with navistar catheter and the patient experienced a coronary sinus (cs) perforation and pericardial effusion. The report indicated that during an avnrt ablation procedure with a navistar catheter in use with a smartablate generator and they perforated into the cs with the navistar. No impedance jump was observed, and the patient started to develop a slow pericardial effusion¿. No further information is available. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Note: for field e1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-mar-2026, additional information was received indicating a steam pop was noted and the physician's opinion on the cause of the adverse event was the steam pop. Conservative intervention was done and the patient was observed. Patient was reported to have improved, however, required extended hospitalization (2 days stay for observation). Patient had "serial echos" done. No cardiac surgery was required. Nice (9) radio frequency (rf) ablations were done all outside of the pulmonary veins. The event date was updated to (B)(6) 2026. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).